Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of around 40 mg/dl. The customer did not give any details about treating their blood glucose. The customer declined any assistance with trouble shooting the issue. No further information was provided.